Event description:
It was reported that the programmer was overheating and turning off. It was also reported that the programmer was slow to download to universal serial bus (usb). The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer overheat issue; power supply overheated. Analysis could not confirm the reported complaint that the programmer was slow to download to universal serial bus (usb). The analysis also found the power cord bay door was broken and the solder joints on radiofrequency head connector were cracked. It was noted the cable assembly for power supply had a pinched wire. If information is provided in the future, a supplemental report will be issued.